Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, an indwelling cannula puncture was performed on a 6-month-old child. After a routine needle insertion with blood return, the tubing was found to be damaged with bleeding (see appendix), and the operation was terminated with immediate withdrawal of the needle. The second puncture was successful after replacement with a new cannula of the same type. The incident resulted in the child receiving repeated punctures causing skin puncture injuries, increasing the child's fear and the family's dissatisfaction.